Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was performed. Reviewed the alarm history and found several motor error alarms. Performed the displacement test and passed. Advised the customer revert to back up until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm motor error alarms. The motor was tested and passed the motor test.